Event description:
Customer reported to beckman coulter, inc. That the beckman coulter au 480 clinical chemistry analyzer generated an erroneous potassium result on one patient sample. Customer reported the erroneous results were not reported out of the laboratory. Customer reported that there were massive bubbles at the area of the reference electrode. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) noted a stream of bubbles could be seen coming from the reference valve. The fse replaced the reference valve and followed up with routine maintenance. The fse calibrated the ion selective electrode module and performed quality control. The fse documented the validation in the customer's quality control record.